Event description:
The customer stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 95 mg/dl. The customer felt that the hospitalization was caused by the infusion sets that were being worn at the time. The customer declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.